Manufacturer narrative:
Concomitant medical products: product ID: dtmb1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had increasing and high pacing impedance with increased pacing thresholds. The lead was suspect of an insulation breach and possible fracture. Clavicular crush was suspected. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.